Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unspecified surgery the robotic-assisted solution saw interface (left) had excessive movement, which caused the saw to cut out and repeatedly triggered an "excessive leg movement" fault. There was no significant delay. The device was operated in conjunction with the robotic-assisted solution base station device and the saw handpiece device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.